Manufacturer narrative:
Concomitant medical devices: cls spotorno, stem, 135, uncemented, 9.0, taper 12/14; catalogue no# 290039090; lot no# 2446704. Metasul ldh, head, 44, code j, taper 18/20; catalogue no# 0100181440 ; lot no# 2462692 therapy date: (B)(6) 2009. The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to periprosthetic fracture.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: periprosthetic bone fracture. Event summary: it was reported that the patient received a left hip implant on sep 16, 2009 and was revised on nov 18, 2009 due to periprosthetic bone fracture around the cup. Review of received data - in the received njr data, the malalignment, wrong sizing , aseptic loosening, lysis and wear of acetabular component in the reason of revision field are marked as no. - no other medical data such as x-rays, surgical notes or any other case-relevant documents received devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation - the compatibility check between durom cup and the metasul ldh was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. However, since the head adapter information is unknown, the compatibility between metasul ldh and cls stem is unknown. Conclusion summary it was reported that the patient was revised about 2 months after the initial surgery due to periprosthetic bone fracture around the cup. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The njr database indicated that the correct size of implant was used and no malpositioning. However, neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; the condition of the device is unknown. Moreover, patient factors that may contribute to this event such as bone quality, activity level, type of activity (low impact vs. High impact), relevant medical history and whether the patient underwent trauma are unknown. Adherence to rehabilitation protocol is also unknown. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. Further investigation has to be performed for this case. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).